Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a marathon catheter leaked in the distal section during use. The patient was undergoing avm embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the right femoral artery with a diameter of 7mm. It was reported that the tip of the marathon microcatheter was broken and the glue leaked before reaching the tip. The catheter was inspected or tested prior to use. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f cook sheath, navien 6f guide catheter, marathon microcatheter, and onyx.

Event description:
Additional information received reported the patient recovered well after the surgery withouit any complications.

Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box and a plastic pouch. Damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Upon microscopic inspection, no ruptures, punctures, or holes were found with the marathon catheter. Testing/analysis: the marathon catheter was flushed, water exited from the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed, and the cause of the reported event could not be determined. No defect was found with the returned marathon catheter. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned marathon catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that upon injection of the liquid embolic agent into the catheter, there was resistance. The physician paused during injection the liquid embolic agent. The injection rate was followed as indicated in the IFU. The liquid embolic agent did get embedded in an unintended location. The liquid embolic agent was implanted in the proximal segment of expected position. This event did not require medical intervention. The catheter ruptured. There are no images of the damaged catheter.